Event description:
Pressure sensor- press disk sensor fault. Barrel clamp assembly- damaged/cracked. Logic board- faulty. There was no patient involvement. 07/12/2018 12:13:56 (B)(6). Prw - po for $579 approved (if needed) by (B)(6). Shipping & billing addresses confirmed. 07/19/2018 10:45:42 (B)(6). Unit received with software v9.33.0.50. 07/20/2018 09:48:26 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).